Event description:
Rptr has worn contact lenses for 10 years without a problem. Last year two lenses tore within a month of purchase. The lens was in the pt's eye at the time. There was no injury to the eye but rptr believes there is a quality issue with this batch or this vendor. The same vendor sold them some disposables to replace the toric lenses and they too tore in a short time.